Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) stopped functioning while the patient was in the ICU and had error fault codes 52 and 119. The iabp was swapped with another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that this iabp will not be repaired since it is at the end of life, and they have arranged to purchase new units.not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) stopped functioning while the patient was in the ICU and had error fault codes 52 and 119. The iabp was swapped with another. No patient harm, serious injury or adverse event was reported.